Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzi0421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked prior to use on patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed, and the cause is determined to be use-related. The device returned was one hickman d/l catheter. Visual observation found two very noticeable depressions very near the white luer hub, about 180 degrees from each other. Both depressions had holes therein. The catheter did not show residues from use. The printing on each extension leg, including the ¿clamp here¿ designations, both near the middle of the tubing and away from the hub, were easily readable and not worn. Tactual evaluation found at least three depressions, apparently from clamping, on the white-hubbed lumen¿s clamping sleeve, other than those just adjacent to the hub. At least one such depression was noted on the red-hubbed line¿s clamping sleeve. Other small depressions were found on the catheter under slight tensile stress, including a particularly noticeable one at about 12.4 cm proximal of the distal tip. The depressions in the extension legs (probably clamp marks), as well as those in the catheter, show that the device was manipulated, even if not actually inserted into the patient. Functional testing found both lumens to be patent, but when put under pressure, the white lumen leaked at the holes already noted at the hub. Microscopic evaluation found that the outside of the hole at the top of the device (the smaller) was roughly straight, at an angle, but approximately transverse to the catheter and within a depression. The outside of the hole on the bottom of the device was larger than that on the top. It was also relatively straight, at an angle, but approximately transverse to the catheter, and within a depression. These holes were approximately parallel to each other. The depressions and holes about 180 degrees from each other over the top of the hub stem are very consistent with damage resulting from clamping in the incorrect spot. The near-linear shape of each hole, being more or less transverse to the axis of the catheter, and also approximately parallel to each other, strongly suggest that the clamp was engaged outside of the designated clamping area, over the stem of the white luer hub, resulting in the fracture of the tubing at that point. This complaint is use-related. In addition to the printing on the catheter designating the proper clamping area, the current IFU states: the IFU states; ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿do not use the catheter if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation and possible embolism and surgical removal.¿ ¿clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves.¿